Event description:
A caller reported a cgm error with a reference to error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed pump reset instructions, guiding the caller through the process. After the reset, the problem was resolved as the cgm error code did not reappear, and the caller was able to successfully start their sensor session.